Event description:
The initial reporter received questionable nh3l ammonia results for one patient with the cobas 6000 c 501 module. The initial result was not reported outside of the laboratory. The same aliquoted plasma sample was rerun. The first repeat result was rerun on the same instrument. The second and third repeat results were from their other c 501 analyzer. The second repeat result was deemed to be correct. (B)(6) had an initial result at 11:01 of 338.7 umol/l. The first repeat result at 12:07 was 227.4 umol/l. The second repeat result at 11:32 was 25.2 umol/l. The third repeat result at 12:10 was 25.5 umol/l. The reagent lot number is 541298. The expiration date is 31-jul-2022.

Manufacturer narrative:
The investigation included a review of the customer's calibration report and no issue was found. The qc recovery for (B)(6) 2021 was not stable and included outliers. The alarm trace was noted to have abnormal probe sucking on the day of the event. A conspicuous reaction was noted in the reaction monitor trace for the initial and first repeat results. The instrument was noted to have a mixer error and this was repaired by the field service engineer (fse). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.